Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0 x 26 jostent graftmaster stent mentioned is being filed under a separate manufacturer report number. Event description continued: for the proximal placed stent the following post-stent implantation angiograms revealed the following percentage stenosis at the following time intervals: 3 months: 29%; 6 months: 31.2%; 10 months: 32.9%; 16 months: 31%; 65 months: 36.5%. For the distal placed stent the following post-stent implantation angiograms revealed the following percentage stenosis at the following time intervals: 3 months: 27.6%; 6 months: 38.9%; 10 months: 42%; 16 months: 36%; 65 months: 37.4%. No additional information was provided. Date of event estimated as 3 months post-stent implantation ((B)(6) 2005); test dates estimated; date of implant estimated ((B)(6) 2004); estimated therapy date; article reviewed (B)(4) 2013. Article: (catheterization and cardiovascular interventions, 2013, 81:713-716): long-term outcome of transcatheter polytetrafluoroethylene-covered stent implantation in a giant coronary aneurysm of a child with kawasaki disease. There was no reported product deficiency. The reported patient effect of stenosis is listed in the rx graftmaster instructions for use as a potential adverse effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
This event was captured based on literature review of the following publication: (catheterization and cardiovascular interventions, 2013, 81:713-716): "long-term outcome of transcatheter polytetrafluoroethylene-covered stent implantation in a giant coronary aneurysm of a child with kawasaki disease". It was reported that an 8-year old male presented with a giant right coronary artery (rca) aneurysm and an aneurysm in the left anterior descending coronary artery due to kawasaki disease. The giant 11mm diameter x 16mm long aneurysm in the rca was treated via implantation of a 3.0x26 jostent graftmaster covered stent system in the 90% stenosed non-tortuous proximal rca and implantation of a 3.5x16 jostent graftmaster in the 50% stenosed non-tortuous distal rca, overlapping the 3.0x26 jostent graftmaster. Immediate coronary angiogram of the 3.0x16 stent confirmed improved stenosis resolution and blood flow pattern. The patient was discharged in good condition 11 days post-procedure. A follow-up angiogram performed at 3 months post stent implantation revealed in-stent restenosis of both stent edges, which progressed until 10 months post stent implantation; after 10 months the progression of the in-stent restenosis had stopped. A follow-up angiogram performed 5.5 years after stent implantation showed well maintained patency despite mild restenosis at the edges of the stents.